Event description:
Allergan aesthetics received additional information from the provider stating the patient does not have paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction data: b5, upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (ph). This event is considered not reportable to FDA.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and love handles and may have developed paradoxical hyperplasia (pah/ph).